Manufacturer narrative:
This is one of two related reports. This report represents the first impella 5.5 used and another report was submitted to represent the second impella 5.5 used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical direct aorta for mechanical circulatory support. Too much of the 018 wire was fed into the left ventricle, so when the impella 5.5 was advanced it kinked and the medical doctor was unable to remove the wire without removing the whole pump. The medical doctor decided to remove the wire and pump and discarded the pump due to concern for motor damage from the wire getting caught. The pump was not turned on inside the patient. The device was replaced with a new device. The patient's outcome at explant was survived.